Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that customer received a no delivery alarm. It was also reported that customer received a button error alarm. Customer's blood glucose was 84 mg/dl. It was advised that insulin pump would need to be replaced.